Event description:
Description: a foreign object is found. Event details: description of product preparation and operation: the prefilled catheter flusher is used to flush an indwelling needle. How long before an unanticipated situation occurs: at the beginning of use. Adverse event scenario: a foreign object is found in the prefilled catheter flusher and the flushing fluid is contaminated. If there is an effect or injury to the victim: there is no way to tell how much contaminated flushing fluid has entered the indwelling needle, which would be hazardous to the patient's health. If there is an impact or harm to the victim: there is no way to tell how much of the contaminated flushing fluid has entered the indwelling needle and will jeopardize the patient's health. When to take action in response to the impact or harm: at the first opportunity what treatment to take in response to the impact or harm: immediate replacement of the prefilled catheterization device. Ultimate outcome of the adverse event: replacement of the prefilled catheterization device ".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 5008874. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.